Manufacturer narrative:
Investigation summary: one sample was received for evaluation. Upon examination, the leak between the protector and the vial was verified. The protector was fitted to vial in an inclined position. Air leaked between protector and vial so bladder did not work. After reconnected, the expansion chamber worked properly and no leak was found between the protector and the vial. A device history record review found no nonconformance associated with this issue during production of this batch. Based upon the investigation of the sample received and the investigation, the root cause of this incident is related to how the customer fitted the protector to the vial in an inclined position. Protectors must be assembled vertically to the vials. To guarantee the function of phaseal devices, it is recommended to carefully follow instructions explained in the instructions for use. Investigation conclusion: according to (B)(4) report, leak was found between the protector and vial. The protector was fitted to vial inclined. Air leaked between protector and vial so bladder didn't worked. After reconnected, the expansion chamber worked properly and no leak was found between the protector and the vial. One quality notification was found during device history record review: cannulas were assembled rotated 180º. The impact of the defect is discarded in this complaint as lot was 100 % inspected and defective units were discarded and pictures provided by (B)(4) show the cannula properly oriented and assembled. Several tests and inspections are carried out during manufacturing process to avoid faulty parts. Among them, functionality of the protector is verified. To guarantee the function of phaseal devices, it is recommended to carefully follow instructions explained in the IFU. Protectors must be assembled vertically to the vials. Leak between protector and vial. According to (B)(4) report, leak was found between the protector and vial. The protector was fitted to vial inclined. Air leaked between protector and vial so bladder didn't worked. After reconnected, the expansion chamber worked properly and no leak was found between the protector and the vial. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Root cause description. Taking into account the information explained in (B)(4) report, it seems that the root cause was an initial bad connection between the protector and the vial. After being connected properly no issues were found.

Event description:
It was reported that a leak occurred during use of the bd phaseal¿ protectors p15j. It was observed from the side of the protector. No reports of serious injury or medical intervention noted.